Event description:
The customer contact reported the device alarmed with a constant proximal occlusion alarm with no occlusion present. The device was returned to the biomedical department from an unspecified clinical area with an unsigned note that stated the device "keeps saying proximal occlusion". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. The customer contact reported during testing at the user facility, the device alarmed with a constant proximal occlusion alarm with no occlusion present. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.